Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead became syncopal and experienced a fall as a result of loss of capture (loc). The observed loc was reproducible in clinic with deep breathing. An x-ray was obtained confirming lead dislodgement. A revision procedure was subsequently performed wherein the lead was repositioned. During revision it was found that the ligature around the suture sleeve was not secured tightly and likely contributed to the movement of the lead. Following repositioning, the suture sleeve was secured tightly to prevent the issue from recurring. No additional adverse patient effects were reported. This lead remains in service.